Manufacturer narrative:
A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after the day of the treatment. The review of logfile for the day of treatment shows all laser system functions were within specifications. During start-up of the system the vacuum, the energy and the ablation tests were performed without any issue. The energy was stable during the whole day. Log file shows multiple successfully performed treatments. The reported treatment could not be identified in the logfile due to missing patient details (treatment report). Log files shows no error message or warnings on the treatment day. The root cause could not be determined conclusively. No technical root cause could be determined for the reported event. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
An optometrist reported flap completion was prevented due to a bubble in right eye during a lasik procedure. The flap was created for the patient¿s left eye. However, the physician did not performed the excimer laser treatment on either eye due to patient preference. Post operatively, the optometrist found a small epithelial defect was created in the right eye so a bandage contact lens was placed on the eye for one week. The plan is to perform photo refractive keratectomy (prk) in both eyes in about one month once flaps seal back down. The patient was ok with proceeding with prk in approximately one month. Additional information has been requested.